Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (abnormal shutdowns, unable to secure to monitor) has been confirmed. The distributor evaluation determined that the electrode belt was unable to securely connect to a monitor due to a defective trunk cable connector. The intermittent connection with the monitor was causing abnormal shutdowns. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. Electrode belt sn (B)(4) was unable to securely connect to a monitor, causing abnormal shutdowns.